Event description:
(B)(6) advia centaur xp hcv result was obtained on a patient sample. The clinician questioned the result. The initial sample was not available for testing. A new sample was drawn and tested. The result was (B)(6). Confirmation testing was performed on the patient sample for (B)(6) and the result was (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The quality control was acceptable for all the runs. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "(B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions." "The results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. (B)(6) test result does not exclude the possibility of exposure to (B)(6)."